Event description:
It was reported that on (B)(6) 2013, a 3.5x23mm xience v stent was successfully implanted in the left main (lm) coronary artery and a 3.0x38mm xience prime stent and a 2.5x12mm xience v stents were successfully implanted in the mid-left anterior descending (lad) coronary artery. Reportedly, the patient remained hospitalized and on (B)(6) 2013, the patient experienced chest pain and elevated enzymes, prolonging his hospitalization. An angiogram was performed and a new, de novo lesion was noted in the lad. Additionally, a small distal dissection was noted in distal lad (cause unknown). Both the lad, previously implanted stents were patent, without stenosis or thrombosis. Another percutaneous intervention (pci) was performed, placing a 2.25x28mm xience v stent and a 2.5x8mm xience v stent in the mid-distal lad as treatment. Reportedly, these two treatment stents were implanted distal to the previously implanted mid-lad stents. There was no additional myocardial infarction diagnosis. The patient was discharged home on (B)(6) 2013. On (B)(6) 2013, the patient was hospitalized for chest pain. A nitroglycerin patch was placed and a stress test was performed. The stress test was positive for ischemia. On (B)(6) 2013, a new proximal cx lesion was noted. Another pci procedure was performed, placing a 3.0x8mm xience v stent, in the new proximal cx lesion. The chest pain resolved without sequela on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(6) 2013: ck=138 u/l, normal upper limit 220; (B)(6) 2013: ck-mb=17.4 ng/ml, normal upper limit 5.0; (B)(6) 2013(1458): ck-mb=28.9 ng/ml, normal upper limit 5.0; (B)(6) 2013 (1458): troponin I=519 ng/l, upper reference limit 14; (B)(6) 2013: ck=91 u/l, normal upper limit 220; (B)(6) 2013: ck-mb=3.5 ug/l, normal upper limit 5.0; (B)(6) 2013: troponin I=2133 ng/l, upper reference limit 14. During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina and dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with the use of coronary stents. Based on the reviewed information, no product deficiency.